Event description:
It was reported that the chiller temperature (t4) did not cool down in arctic sun device. Root cause of reported issue was isolated to faulty chiller pump. It was also noted that the chiller was faulty.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed chiller unit. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Hence, a labeling review was not required. Correction: d, f, h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the chiller temperature (t4) did not cool down in arctic sun device.